Event description:
During a stenting procedure, the product did not cross the target lesion. Upon retrieval of product, the physician experienced withdrawal difficulty-from vessel. There was no reported pt injury. The product was clinically used and will be returned.

Manufacturer narrative:
A report was received that a cypher sds was associated with withdrawal difficulty. The involved pt's age, gender, medical history and presentation were not reported. The involved vessel and/or lesion location or characteristics were not provided. It is not known if the lesion was pre-dilated prior to the introduction of a 3.00 x 33mm cypher stent. Attempts to cross the lesion were unsuccessful. During the retrieval process, the physician noted some withdrawal difficulty, but was able to remove the product without injury to the pt. It is not known if the sds (with its' un-deployed stent) was retrieved by pulling it back into the guider or if it and the guider were removed as a single unit. It is also not known how much force was encountered during this retrieval process. When the product was returned for evaluation, the catheter was still on the guidewire but was separated at the distal end of the proximal balloon seal. Based on the info provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are possible procedural and user-handling factors that may have contributed to it. Evaluation summary: upon receipt of the returned product, the customer's complaint of withdrawal difficulty was confirmed. A clinically used sds raptor 3.0x33 was received for analysis. The catheter was returned separated at the distal end of the proximal balloon seal, (still inserted over the guide wire that was used). Quality engineering at guidant reviewed the incident info and analysis of the returned devices. It appears that an interaction occurred between the catheter and guide wire, resulting in increased resistance between the two devices. The separation of the outer member and the stretching of the inner member suggest that an attempt was made to remove the catheter from the wire while under the increased resistance. The proximal seal appeared intact and measured nearly twice the minimum required length according to mfg specifications. Both devices sustanined significant damage during the interaction, which prevented any determination being made as to which device initiated the interaction. It is possible that an accumulation of thick blood and contrast in the guide wire lumen may have reduced the clearance between the catheter and guide wire, resulting in increased resistance; however, a conclusive root cause for the reported difficulties cannot be determined. The subsequent damage to the catheter appears to be related to the operational context of the device. A DHR was conducted for this lot and the product met quality requirements for product acceptance.